Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been battling with foot issue and she has been trying to narrow it down to what is going on with her foot. Patient further started that she feel's it could have something to do with the implant, because she can't get to the bottom of anything else of what is going on. She said, it is like a nerve thing. She said, sheets can bother her foot, and it is almost like her foot is dead. Patient said it first started three weeks ago this thursday. It started like a severe charlie horse in her ankle in the morning. Patient also stated that they couldn't get out of bed. Then a week ago today she was leaving her college class and got in her car to drive and had pain cramping and could barely drive. Patient noticed the night of the second episode that her toes were turning kind of black down on the top of the toes where they connect to the foot. The last 5-6 days the toes have been very pronounced black and blue. She said, the black and blue will go away if not using it. Also it swells if she doesn't keep it elevated. Pt can't use it to walk a regular walk. As for troubleshooting, patient went to a regular doctor, orthopedic surgeon, had two MRI's, two x-rays, and ran blood work. When she had the second episode she went to the ER and the doctor said there was nothing possible he could think it could be. Patient said she called the doctor that did the implant and they said it is not related to the implant. Patient was asked to follow up with their health care professional to check if they can rule out stimulation. Patient also reported that she has been sore over the implant site for the last week. It started after the first two episodes of the spasms and feeling discomfort from it over the weekend. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the same issues as previously noted. They stated that their ankle and foot were black and blue. They also had pain at the implant site. The patient had not tried turning the stimulation off. The patient also reported they had pain in the middle of their back and had breathing problems. They mentioned that they have had ultrasounds, CT scans, ekgs, chiropractic visits, and ER visits. The patient stated that these tests were inconclusive so they were convinced there was an issue with their ins. They had not gone back to see their implanting physician. Follow up information received on jan. 13, 2020 from the patient reported that they had no change in programming that could have led to the issues. The patient stated that they had ¿major charlie horse¿s¿ in the ankle (front of ankle). The issues were not been resolved. It was noted that the patient had notified their managing physician with appointments of (B)(6) 2019 and (B)(6) 2020. There were no further complications reported or anticipated. (See general text for non-complaint information rule out/omitted from the event description)